Event description:
It was reported that the patient experienced a seroma at the pump pocket. The patient was taken to surgery. Upon opening the pocket, a moderate amount of clear fluid was removed. When the pump segment of the catheter was observed, it appeared to have multiple micro-tears where clear fluid was escaping. A catheter replacement was performed. It was also noted that the pump was implanted in (B) (6) 2009 without complications. The pump had not been accessed since the implant. The reason for the microtears was unk. There was no patient injury; the patient recovered without sequela.

Manufacturer narrative:
(B) (4).